Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction which is expected to have been present whilst implanted. Based on the received information from the field, the user suffers from chronic and recurrent ear disease, including otitis media, mastoiditis and cholesteatoma. A revision surgery without implant removal was conducted, however, total eradication of the ear disease was unsuccessful and infection of the mastoid cavity re-occurred, but without involvement of the implant site. Possible complications of cholesteatoma removal surgeries include: accumulation of epithelial debris in the cavity and necrosis of its cutaneous layer, with subsequent electrode migration, as observed in the present case. A further, but rare, complication of chronic infection and in particular cholesteatoma is represented by erosion of the cochlea. In such case, no hearing perception can be achieved. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information points to a device contribution to the reported problems, which are most likely a consequence of the above mentioned chronic ear pathology. Minor mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user has experienced no benefit with the device since the last revision surgery that took place on the (B)(6) 2018 and is also suffering from an infection and from pain, which led to explantation. The revision surgery was a tympanomastoid-revsision without ci explantation. There are no plans to reimplant the user, because the infection has damaged the cochlea. According to the explant report form 6 channels were found extra-cochlea at explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has experienced no benefit with the device since the last revision surgery that took place on the (B)(6) 2018. The user is also suffering from an infection and from pain, which led to explantation.